Manufacturer narrative:
(B)(6). (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with superficial punctate keratitis (spk) and possible central island on both eyes at a 3 day post op exam. The symptoms were observed during the corneal topography test. The patient experienced loss of best corrected visual acuity on the left eye. The patient was prescribed purified sodium hyaluronate to resolve the spk symptoms. At 9 day post op exam, the spk still remained. The surgery center indicated there is no plan of action at this time for the central island and no intervention was required. Pre-operative: r0.09 (1.5x-5.00cyl-0.25a70). L0.08 (2.0x-5.25cyl-0.25a75). Three day post-operative: r0.4 (1.2x-1.5cyl-0.50a150). L0.3 (0.6x-1.00cyl-0.5a140). Nine day post-operative: vd=1.2 (1.2 x s +0.75). Vs=1.2 (1.2 x s +1.25).